Event description:
The #29 mm valve was placed without difficulty. Status post placement, pt was unable to be weaned from bypass. A transesophageal echo demonstrated that posterior leaflet of the valve did not open. The left atrium was re-opened, the valve was examined and confirmed the leaflet was stuck but easily popped open and appeared to be freely mobile and saw no reason for impingement. Again closed left atrium and still could not wean from bypass. On echo saw the leaflet stuck again. The #29 valve was replaced with a #31 valve. Due to edema (myocardial) weaning was difficult and recovery prolonged.